Event description:
A pt reported experiencing inaccurate low results with an otu meter. The pt's blood glucose result was 74 mg/dl. Tests were done within 10 minutes with a difference of greater than 20%, per reported issue notes. Pt did not experience any adverse events.